Event description:
A report was received that the patient was having a hard time charging due to ipg being diagonal and slant in the pocket. The patient underwent a revision procedure wherein the ipg pocket site was moved. The patient was doing well postoperatively.